Event description:
I received an essure procedure on (B)(6) 2015 and six days later my health began to decline. I have the worse headaches and back pain. I am very uncomfortable. I have a great deal of pressure in my pelvic area. I have been to ER seven times in a month. My bp is very high. These problems developed after essure. I am a nursing mom to a now four month old two months adjusted baby and these problems are affected my daily living.